Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03819 / 03820).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately five years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative record reported revision due to pain. During the revision, metallosis, inflammatory tissue, darkish brown fluid, dark and gray tissue, loose acetabular cup were noted.